Event description:
The facility's biomedical engineering dept reported an infusion pump that went into a failure code 810:11, during a pt infusion. The situation was reported to have interrupted the therapy, however, there was no pt injury or medical intervention associated with the event. No add'l info available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the eval or if add'l info becomes available. A 2-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.